Event description:
Additional information was received. According to available information, no follow up was performed. A decision was made to monitor this system as the shock impedance trend has remained within the acceptable range average.

Event description:
Boston scientific received information that remote monitoring displayed a high out of range shock impedance measurement. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.